Event description:
It was reported that a patient presented to the emergency room due to a shock that was delivered. Device interrogation revealed the implantable cardioverter defibrillator (ICD) in backup mode. Programming changes were performed to restore the ICD. There were no patient consequences.